Event description:
It was reported, that approx. 23 months after the implantation oversensing was observed. The lead was explanted.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed multiple signs of wear along the lead body. In particular between 54 cm and 56 cm distal to the df4 connector pin the insulation was found rubbed through. This damage can be considered to be the root cause of the oversensing reported in the complaint text. Based on the characteristics of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress due to constant friction against another implantable device such as a nearby lead. The provided x-ray movie shows that two ventricular leads were implanted, as mentioned in the complaint description. It is unclear which lead is the capped linox lead and protego lead, respectively. One of the leads demonstrates a significant kink around 10 cm proximal to the lead tip, which might indicate ingrowth of the lead in this region. Furthermore constant friction of both leads in this area seems likely. Additionally cuts in the insulation were found during the analysis. Blood penetrated the lead in these areas. Thus the mechanical analysis was not properly feasible. Around 55 cm distal to the df4 connector pin the conductor cable to the ring electrode was fractured and the coating was damaged. Moreover the shock coil was deformed. These damages most likely resulted from the extraction procedure. Apart from the broken contact of the conductor cable to the ring electrode, the electrical analysis did not show further deviations. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.